Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during in a procedure to treat varicose veins performed on (B)(6) 2025. Insufficient inflation during the procedure caused the bands to detach, ultimately impacting the outcome. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on september 3, 2025: it was clarified that the main problem of the device was the bands unable to remain attached to the varix. It was confirmed that endoscopic variceal ligation (evl) was the type of procedure and there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h2 (additional information): block a1 (patient identifier), b5 (describe event or problem), b7 (other relevant history) block h6 (device code) have been updated based on the additional information received on september 3, 2025 block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during in a procedure to treat varicose veins performed on (B)(6) 2025. Insufficient inflation during the procedure caused the bands to detach, ultimately impacting the outcome. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.